Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via legal notification, that a 54 yo female patient, who had an initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2020, approximately 1 year 4 months post the initial implant procedure for reasons unknown. No additional information provided.

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of pain and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.